Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a loose and flush drive support disk. The motor was received with a corroded home switch. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a motor error on her insulin pump. Customer's blood glucose was 250 mg/dl. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer uses the sensor feature. Customer was advised that a false motor error may be caused by viewing the sensor glucose graph during bolus. When customer tried to rewind the device, it alarmed. The device was not bumped or dropped. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Noting further reported.